Event description:
It was reported that the surgeon could not release the instrument after the 1st set down of the ec60a with the 2nd blue magazine, it jammed. After the desperate attempt to open the instrument, which he finally managed, a completely new instrument was taken, which also could not be released. The third ec60a also failed to release, so an ats45 was taken and the procedure finished (the rest of the intestine was removed). No patient consequences reported. No further information is available.

Manufacturer narrative:
(B)(4). Batch # unk. The lot/batch was not provided; therefore, the manufacturing records evaluation could not be performed. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested, and the following was obtained: how were the device removed from the patient? With the application of force, one instrument could be removed from the patient after all, in the remaining 2 - an ats45 instrument was repositioned, so that instruments xx remaining in the patient were resected as well. If yes, did the jaws eventually open? For 2 instruments no, for one yes. Could you please clarify if there were any patient consequences? Patient is doing well. Could you please clarify if was any change in the post-operative care of the patient as a result of the event? Unknown.

Manufacturer narrative:
(B)(4) date sent: 4/7/2022 d4: batch #522a90 investigation summary: the product was returned to ethicon endo-surgery for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that one ec60a device was returned with no apparent damage and with an ecr60b partially fired 1/16 reload loaded on the device. The returned device and reload were tested for functionality in the articulated position by resetting and loading it into the device. The device achieved its complete stroke firing sequence without any difficulties noted during the functional testing, the device opened and closed as expected. The staple line and cut line were complete and the remaining staples meet the staple form release criteria. In addition, a tyvek was received along with the device. The event could not be confirmed as the device performed as expected and during the functional testing, the device opened and closed without any difficulties noted. It is possible that while loading the reload, the reload was pushed farther back than the reload alignment stop windows resulting in the knife pushing the one-piece sled forward and locking the reload. Please reference the instruction for use for more information. As part of ethicon endo surgery¿s quality process, all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.